Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. There was no patient injury or harm reported.

Event description:
The customer reported no audio from the mx40. The device will be considered as in use at the time the issue was found. There was no patient injury or harm reported.